Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 4 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that at a routine follow-up, a distal migration of 3-4 cm of the bifurcated stent graft was noted. There is a proximal type I endoleak, as there is contrast coming around the top of the stent graft; however, currently, the sac is not being filled. The proximal aortic neck has severe angulation of 60-70 degrees. Currently, the aortic neck is 22-26 mm in diameter and approximately 1-2.5 cm long (due to the angulation). The migration was attributed to severe neck angulation. An intervention with a snorkel technique of the left renal and placing an aortic cuff up to the right renal is planned. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (severe neck angulation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (severe neck angulation).